Event description:
It was reported, during the attempted implant of this transcatheter aortic bioprosthetic valve (tav), following the tav load procedure, the loaded system was inserted into the patient's vasculature and advanced to the heart. During the first deployment attempt, an infold was observed in the tav frame. The valve was recaptured. Upon the second deployment attempt, the infold remained. Subsequently, the valve was recaptured and the system was withdrawn from the patient. A second system was used without issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
D10. Continuation - concomitant medical device in use during the event include: medtronic product ID: d-evolutfx-2329; lot: 0013429404; product type: 0195-heart valves; non-implantable medtronic product ID: l-evolutfx-2329; lot: 0013398674; product type: 0195-heart valves; non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.